Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, replace battery now alarm. The customer¿s blood glucose level was 328 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return after the pump restart. Customer stated that the inulin pump had battery failed alarm and later the pump did not alarm battery failed alarm. Customer states they do not receive frequent battery failed alarms. The insulin pump will not be returned for analysis.